Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized due to being unable to stop the bleeding on the site. The patient's blood glucose levels were unknown while wearing the pod longer than 48 hours. Symptoms reported include pain, swelling and redness on the site. The patient was treated with a spray to stop the bleeding but did not know the name of the spray. The patient was released the same day. The pod was not worn when seeking medical attention.